Event description:
In 2006 a pt underwent endovascular repair for an infrarenal abdominal aortic aneurysm. A cardiomems device was inserted into the pt's abdominal aorta and a gore excluder bifurcated endoprosthesis trunk-ipsilateral leg component was then implanted. The cardiomems device was positioned above the trunk-ispilateral leg component and could not be pulled down into the aneurysmal sac. When the physician pushed the cariomems device forward, the trunk-ipsilateral leg component was also pushed forward. The trunk-ipsilateral leg component covered both renal arteries. The pt was converted to open surgical repair. The pt tolerated the procedure.

Manufacturer narrative:
H3: the device was discarded by the facility. H6: a review of the manufacturing paperwork is being conducted.